Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study via a manufacturing representative reported the patient had a systemic/general rash or other skin disorder. This had occurred on (B)(6) 2016 and was anticipated. This was definitely related to surgery and unlikely related to the device. Severity was severe. The incision site was revised. The event had been resolved.